Event description:
During a f/u interrogation, the captor g function did not seem to function properly after a simulation. The device was reprogrammed in mono captor mv and remains implanted.

Manufacturer narrative:
January 06, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4). Pt was reportedly out of breath. Method: since the device remains implanted, the files from the programmer were reviewed. Results: the files showed that the recorded acceleration was near zero during the procedure; consequently, the pacing rate was at the basic rate during the exercise. It is possible to check the pacing rate through simulation. The failure of the g sensor was confirmed. Conclusion: since this pacemaker model is equipped with two sensors, rate response was set to mv. (B)(4). Conclusion: failure of the g sensor was confirmed. However, because this pacemaker model is equipped with two sensors, rate response is possible with mv only.